Event description:
The customer contacted physio control to report that their device was only briefly detect an ECG , before loosing the signal and showing a dotted line instead. In this state the device may not be able to provide defibrillation therapy, if it were needed.there were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The reported issue was unable to be duplicated. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Patient fields in which information is not provided were intentionally left blank. Physio control field service representative evaluated customer's device and was able to the reproduce the reported issue. The reported issue was verified through the downloaded electronic patient record of the event. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device was only briefly detect an ECG , before loosing the signal and showing a dotted line instead. In this state the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of adverse effects to the patient as a result of the reported issue.